Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified near the anastomotic site of internal shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.